Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that the cassette was leaking. The hp could not determine which line on the cassette was leaking. The technical service representative (tsr) had the hp end therapy. The hp stated that the hc was not wet at all. The hp stated that she did not want to ship the cassette back to baxter. The lot number was not available. The tsr advised the hp to dispose of all of the current supplies and start over using all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that the leak occurred due to an accident, but would not elaborate on what the use error was. She would not elaborate on where the leak was coming from. Bps confirmed with the patient that there was nothing wrong with the supplies at all, and she made no allegations against any of baxter's products. Therapy since has been going well, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). Correction: this complaint for a report of a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.